Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia]. Possibility that the patient could not inject the drug (the drug solution came out with air shots, and the drug was administered afterward) [drug delivery system issue]. Case description: this serious spontaneous case from (B)(6) was reported by a nurse as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2021, "possibility that the patient could not inject the drug (the drug solution came out with air shots, and the drug was administered afterward)(drug delivery system issue)" beginning on (B)(6) 2021, and concerned a patient who was treated with novorapid chu penfill (insulin aspart) (dose, frequency & route used-unk, subcutaneous) from unknown start date for "drug use for unknown indication", novopen echo (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Medical history was not provided. The drug had been injected immediately before or immediately after a meal depending on the blood sugar level. On the morning of the reporting date, the blood sugar level was 110 mg/dl, so it was used immediately before a meal. The memory display showed daytime on (B)(6) 2021, there was a possibility that the patient could not inject the drug. The drug solution came out with air shots, and the drug was administered afterward. However, at 10 o'clock, the blood sugar level became over 600 mg/dl. Patient suffered from hyperglycemia. Batch numbers of novorapid chu penfill and novopen echo: not available. Action taken to novorapid chu penfill was reported as unknown. Action taken to novopen echo was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. The outcome for the event "possibility that the patient could not inject the drug (the drug solution came out with air shots, and the drug was administered afterward)(drug delivery system issue)" was not reported.

Event description:
Case description: investigation result: name: novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid® chu penfill® batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission following information has been added: -imdrf codes updated -investigation result updated -narrative updated accordingly final manufacturer's comment: 23-aug-2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary name: novopen echo batch number: unknown no investigation was possible, because neither sample nor batch number was available.